Event description:
It was reported that the patient experienced a hypoglycemic event with a measured blood glucose of 50 while at work after not eating since the morning, then treated with melon and approximately 10 oz of soda, after which glucose rose to 160; the patient asked about meal announcing prior to eating, and education was provided to proceed with meal announcement. Symptoms included hypoglycemia with associated malaise. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.